Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was determined that the patient's right atrial (ra) lead had dislodged. The patient reportedly had been stretching his arm at home prior to the event. The ra lead was subsequently explanted and replaced. The patient remained stable throughout the procedure and no patient harm was noted.